Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact needed assistance during the load process. During troubleshooting with tandem technical support (cts), the contact stated they were not performing the fill cannula every time they insert a new site. The contact stated that the customer had a high blood glucose level because they did not perform this step. The customer's blood glucose level was 527 mg/dl overnight. The contact did not report if ketones were present. The contact delivered a bolus prior to the call.